Event description:
In 2002, a pair of thoratec ventricular assist devices (vad) were implanted into pt. A month later pt was converted over to the portable driver (thoratec tlc-ii) which logged several alarms over the following two months. (Staff continued to work with the thoratec reps for analysis of the situation). Pt used tlc-ii during the day, the dual drive console at night. 3 months later, there was a dramatic air leak coming from the right vad. Attempts to correct the leak were unsuccessful and vad had to be replaced in the or under sterile procedure. Pt transplanted successfully.